Manufacturer narrative:
The reported complaint was confirmed. In review of the data logs, the pump stopped at about 12:39:40 and was re-started at about 12:40:35 (55 seconds after stopping). Estimated time of no blood flow was about 30 seconds. The display was evaluated in the product surveillance lab and no deficiency was found. The display functioned properly in the lab use pump pod test fixture with no stopping or service pump error observed. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) tested the roller pump and could duplicate the reported issue. The fsr downloaded configuration, system and roller pump logs and sent to the manufacturer technical support for further evaluation. Technical support recommended replacing the pump display assembly and to move the roller pump to a less critical position. The fsr replaced the pump display assembly and tested operation satisfactory. He moved the roller pump from the arterial position to the sucker position, reassigned the roller pumps on perfusion screens, and saved screens to configuration card. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. Software data logs were received by the manufacturer on 21-sep-2015 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump stopped. The power was on, the display was on. There were no alarms, but a "service pump" error message was observed. The device was not changed out. The perfusionist (ccp) started to hand crank for about ten to twenty seconds, he then pressed the start button, and the pump restarted and they were able to continue the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 23-sep-2015: this roller pump was being used as the arterial pump and a 3/8" inner diameter (ID) tubing segment was used in the pump. The ccp stated there were no issues during set-up and priming of the pump. No noisy operation, no erratic pumping action, no local display issues. Occlusion of the pump was set, per normal practice with rollers in six and twelve o'clock position and then in three and nine o'clock and they use a pressure decay method in setting of the occlusion. About 90 minutes into cpb at a flow rate of about 4.2 liters per minute (l/min) (150 revolutions per minute [rpm]), as the patient was being rewarmed, the ccp observed during his usual scan of clinical events that his cpb line pressure had dropped and his venous reservoir was filling. He then noticed the arterial pump was not rotating and was in the stop mode. The local display was illuminated and a "service pump" message was posted. There was no audible tone. The ccp stated that he touched the start button but the pump did not go into the start mode. By this time, the ccp estimates the pump was off for about 20 seconds. The ccp inserted a hand crank and he started to turn the pump to provide arterial flow. The ccp cranked for an estimated 20 seconds and he again attempted to place the pump in the start mode. This time he was successful and he increased the pump speed back up to the previous flow rate of about 4.2 l/min. In review of the data logs, the pump stopped at about 12:39:40 and was re-started at about 12:40:35 (55 seconds after stopping). Estimated time of no blood flow was about 30 seconds. There were no other issues with this pump for the remainder of the procedure. After the case, this pump was moved to a "sucker role" and the previous sucker pump was moved to the arterial role. The case was completed successfully, and even though the pump stopped there was no delay in the actual surgical procedure. There was no associated blood loss. There was no harm observed.